Manufacturer narrative:
The insulin pump powered up properly after battery installation. All buttons are functioning properly and the pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08775 inches. Rewind functioned properly and no unexpected motor noise, low battery alarm, or no delivery alarm noted during testing. No damage on the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. The pump was also received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button had to hit more than once to respond. The customer's blood glucose level was unknown. The customer also reported that there were hard scuffs on the insulin pump, had to change batteries more frequently, had to rewind more than once per priming and rewinds were slower and more rigid and louder and had unexplained no delivery alarms. The insulin pump will not be returned for analysis.